Manufacturer narrative:
This MDR is related to ge healthcare. The power supply was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the power supply cable was cut and there was no power to the system.